Manufacturer narrative:
Reported event: an event regarding alleged instability involving an unknown implant triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not received. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: an event regarding alleged instability involving an unknown implant triathlon insert was reported. The event was not confirmed. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to instability. A 3x13 ps insert was revised to a 3x16 ps insert and a synovectomy performed. Rep confirmed that no further information will be released by the hospital or surgeon.